Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, at the seventh firing, the device was used during anastomosis of the colon, the knife stopped halfway and was unable to be moved. The tissue was neither especially thick nor hard, and the display of the limit value of the tissue was not shown on the liquid crystal display (lcd) screen either. As the device stopped halfway, the anastomosis was changed to hand-stitch to complete the case. The surgical time was extended by less than thirty minutes.